Event description:
Information was received indicating that the balloon to a smiths medical portex® bivona® tts¿ tracheostomy tube was not inflated. It was reported that the patient's oxygen saturation was noted to be low while getting ready for bed. After calling the physician, the tracheostomy (trach) was then checked and balloon was not inflated. Subsequently, the tube was removed. The balloon was then inflated with water, left to sit, and the water was reported to have come out. There were no reported adverse patient effects.

Manufacturer narrative:
One flextend tracheostomy tube with fixed connector, tts cuff and talk attachment was returned for analysis; not matching part number previously given by customer. The sample was leak tested by inflating the cuff with air and manipulating the components. A slow leak was observed and was noted to be coming from under the connector. The connector was removed and leak tested again. The source of the leak was observed at the lumen on the proximal end; noting insufficient adhesive backfilled. Magnification was then used to examine the sample to note the leak location. Based on the evidence the complaint was confirmed. The root cause was found due to insufficient adhesive at proximal end of lumen leading to a manufacturing issue.